Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified (B)(4) 2012 via email by the polyform distributor (boston scientific) that they have received a complaint on (B)(4) 2012 regarding a polyform product from a patient's legal representative. The complaint states that a patient that as a result of the polyform implant, a patient injury has occurred. The date of implantation of the mesh was (B)(6) 2012. The patient is identified as (B)(6); patient is female; her age, weight and height are not provided. The hospital where the implant procedure occurred is the (B)(6) medical centre. Physician's name is dr (B)(6). The polyform product part number and lot number is unknown. No other information regarding the product or the patient is available at this time.